Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the analysis of the returned device found no anomalies. All conductors were distorted. Damaged at implant.

Event description:
It was reported that during implant procedure the stylet got stuck inside the lead. The lead was not used. There were no patient complications reported as a result of this event. The patient's status was reported to be good.